Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Cause was related to an unexpected reset. Reportedly, the customer replaced the cartridge and infusion set and continued insulin therapy.